Manufacturer narrative:
The complaint investigation for falsely elevated alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kit of the complaint lot number. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review for lot 42496ud00 did not identify any non-conformances or deviations with the complaint lot. In-house accuracy testing of a retained reagent kit of lot 42496ud00 was performed. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg for lot number 42496ud00 was identified.

Manufacturer narrative:
Completed information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total -hcg result for one sample. The following data was provided: on (B)(6) 2023, sid: (B)(6) initial result = 43.26 iu/l (positive) which was questioned by the physician the sample was repeated with a 1:15 dilution and generated a result of 7000 iu/l a new sample was drawn (sid: (B)(6) and generated a negative result. The original sample was repeated on another alinity and generated a negative result of 2.42 iu/l. No impact to patient management was reported.